Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01545. It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock device on (B)(6), 2011." The plaintiff's attorney alleged the plaintiff suffered severe mental and physical pain and suffering, serious bodily injury, extreme pain, erosion of her internal bodily tissue, continual bladder and urethral infections, permanent injuries as well as other damages.